Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received the vial of strips with the cap open and strips outside of the vial. Patients are advised not to use product with suspected compromised storage methods. The patient received low blood glucose levels with the questionable strips and his doctor advised him to stop taking insulin. The patient¿s health deteriorated and he was taken to the hospital where he received treatment for his diabetes. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.